Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was determined that this device is reportable as there was poor bony ingrowth on the cup per the received medical records. Concomitant products: bone scr 6.5x40 self-tap cat: 00625006540 lot: 62436823, bone scr 6.5x30 self-tap cat: 00625006530 lot: 62527261, liner 7 mm offset 36 mm i.d. Size qu for use with 68 mm o.d. Size qu shell cat: 00875401836 lot: 61679733, dome hole plug single pack cat: 00875700001 lot: 62576906, stryker pca stem cat: unknown lot: unknown stryker pca femoral head cat: 6280-0-136 lot: 11s6433. Reported event was confirmed by review of medical records and x-rays. Device history record was reviewed and no discrepancies relevant to the reported event were found. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. The x-rays provided were reviewed by an external surgeon, who noted: left total hip arthroplasty without hardware failure or loosening is present. No radiolucency. Heterotopic ossification along the superior and lateral acetabulum.acetabular protrusio of the left hip is present. Images were, however, noted to be suboptimal and poor quality. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately three and a half years post-implantation due to loosening, fracture, and lack of bony ingrowth around the cup. The patient had reportedly been experiencing pain, inability to use steps, limited mobility, unable to do physical therapy stretches, and unable to ride a bike. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information in describe event or problem and (device code).

Event description:
Additional information received in medical records indicates the patient was revised for dislocation, instability, and a leg length discrepancy. Revision operative report noted that during the procedure, the hip was grossly unstable, liner was worn and there was polyethylene-stained synovium. The acetabular cup, liner and femoral head were removed and replaced.

Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Initial dos - 1995. Revision dos (B)(6) 2014. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04659 & 0001822565-2017-04660.

Event description:
It was reported that the patient was revised approximately nineteen years post-implantation due to loosening, fracture and lack of bony ingrowth around the cup.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.